Event description:
It was reported that the customer had an x-ray with her pump on. Customer had a past no delivery alarm. Customer could not get their blood glucose levels down. Customer's blood glucose level was 199 mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer no longer has the set. Customer stated that she feels nervous and that underneath her arms it feels like they're on fire. Customer stated that her heart was pounding fast. Customer treated with the pump. Pump passed priming and high pressure tests. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer declined a loaner pump. Customer's blood glucose level was 600 mg/dl yesterday. Customer stated that last night she gave herself 8 units and that brought her down to 45 mg/dl when she woke up this morning. Customer verified that insulin exited tubing by giving a bolus. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.